Manufacturer narrative:
Upon receipt at our post-market quality assurance laboratory, a longevity calculation confirmed that the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that the premature battery depletion was due to low-voltage capacitor degradation, which resulted in a high current condition.

Manufacturer narrative:
Detailed analysis is pending.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD)was explanted due to normal battery depletion. However, initial analysis revealed a device anomaly. No adverse patient effects were reported. This device is included in the shortened replacement window advisory.